Event description:
It has been reported to philips that the system will not start up. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use. The philips remote service engineer (rse) connected with the customer and confirmed that the xray not possible. And the rse found that the repair was done by third party company. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.